Event description:
A peritoneal dialysis nurse called fresenius technical support regarding a drain complication alarm during drain 9. The rn requested a call back for further assistance. Technical support spoke with the patient and a contact who verified no signs of fibrin or kinks throughout the tubing, all clamps are open, drain line to the tub is not submerged, drain caps removed, the patient is using a medical bed, repositioned patient in variable ways, blue pin is not pushed in. The patient says she has been in the hospital for the past few days, she says she is using 1.5% at home and in the hospital. The patient stated she typically drains out about 1200 mls/1000 mls at home, but throughout the treatment tonight she is only draining about 900 mls. The patient stated she is feeling cramping and could not confirm that she is empty, she says she is tired, the rn says she does not know if the patient is in pain due to the cycler. Technical support assisted the patient to power off/on the cycler to reboot the system, the rn says the patient canceled treatment immediately, the patient said she does not want to continue treatment. The rn said she would wait for the assigned peritoneal dialysis nurse to call back for tonight for further instructions. The patient was admitted to the hospital on (B)(6) 2012 for nausea, vomiting and abdominal pain. On (B)(6) 2012 per pd nurse, the hospitalization event was not related to the use of the cycler. Patient was admitted for peritonitis. Nurse was not aware of any cycler issues or fluid leaks.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the aseptic technique by the patient or care giver. There is no report of a device malfunction which could have caused a break in the sterile field.